Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/10/2016. (B)(4). It was reported that following insertion the patient experienced urgency, vaginal discharge and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent transvaginal hysterectomy, paravaginal repair, midline colporrhaphy, uterosacral vault suspension, iliococcygeus posterior suspension due to stress urinary incontinence, carcinoma of cervix, cystocele, rectocele. After implantation patient experienced pain, erosion, extrusion, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent mesh excision on (B)(6) 2006 due to mesh erosion: 2 x 2 cm area near introitus on posterior aspect of vagina the patient underwent removal on (B)(6) 2008 due to erosion of mesh, vaginitis and pelvic pain. (B)(4).